Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure took place in 2008. Direct stenting of an svg to rca was performed for treatment of restenosis of a previously placed promus stent with a xience v stent. In addition, a de novo lesion in the lmca was also stented with two xience v stents after predilatation was performed. No procedural complications were reported. In 2009, the pt was complaining of exertional angina and had an office visit with the cardiologist. Omeprazole changed to pepcid and scheduled for an angiography three months later. The pt was rehospitalized that day, a coronary angiography was performed and revascularization took place on the svg to rca, the target lesion and the restenosis was treated with another company's stent. The pt was discharged the next day. No add'l event or pt info is available.